Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown dates, the patient has had ongoing stoma infections, requiring many courses of antibiotics. On (B)(6) 2023, the patient was seen at the hospital and a wound culture was obtained that showed yeast at the stoma site. The patient was prescribed topical nystatin powder and an unknown oral antibiotic for the stoma site infection.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.